Event description:
Ous MDR - after an implantation time of about 36 months, it was reported that the lead was dislodged and moved into the left atrium. During the explanation, the shock coils was damaged because the lead had firmly grown in. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.